Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited noise oversensing. The lead was explanted and replaced. There were no patient consequences

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to another device or feature of patient anatomy.